Event description:
The device was returned to the service ctr with a report from the customer contact that the device requires preventative maintenance. No additional info was provided; however, during verification testing at the service ctr, corrosion was found due to disposable battery leakage.

Manufacturer narrative:
During testing, corrosion was found in the battery compartment on the case and middle circuit board. The corrosion was caused by disposable battery leakage. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.